Manufacturer narrative:
Product analysis summary: as received the distal tip of the catheter is damaged. The tip is split in one place. The split travels in a proximal direction down into the edge of the tip sleeve. The splits appear to have been made from an outward pressure against the tip, indicated by the damage noted to the over sleeve. If information is provided in the future, a supplemental report will be issued.

Event description:
The taiga catheter was used in ostium of the cx artery. The vessel had moderate tortuosity, severe calcification and was cto. There was no damage noted to the packaging of the device. The catheter was removed from packaging per IFU with no issues noted. The catheter was inspected and prepped per IFU with no issues noted. No resistance was encountered when advancing the catheter, excessive force was not applied. A longitudinally tear on the catheter tip was identified by fluoroscopy in the late phase of the procedure. The device had been used to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.